Event description:
During a pta to a moderately tortuous and calcified sfa, the balloon would not hold pressure during attempts to inflate it. The lesion was 90% stenosed. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The procedure was finished successfully with another balloon of unknown make size 6 x 2. There was no reported patient injury. As per the reporting affiliate, no additional patient or procedure-related information is available. The product has been returned for evaluation and testing; hwoever, the engineering evaluation has nt been completed.